Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that high blood glucose of over 500 mg/dl was experienced and that may be due to the sensor not being removed from the serter. Customer's blood glucose was 410 mg/dl at time of incident and 162 mg/dl at time of call. Troubleshooting advised customer on proper sensor and serter usage and was found that the catch arm was bent on the serter. Customer indicated that there were air bubbles in the tubing and troubleshooting assisted in clearing the bubbles. Customer was advised to follow up with doctor regarding high blood glucose and to change out entire set, reservoir and insulin and treat per doctor's instruction.